Event description:
It was reported that during a procedure, a 3.3mm solid reamer that broke. A portion of the reamer remains implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Provided x-rays showed a broken reamer within the medullary canal of the fibula. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6 component code: proposed annex g code: mechanical (g04) - drill.